Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 20 mmol/l (360 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 25 and 36 hours. The pod was removed at the hospital and the patient received an insulin injection for treatment. The patient was discharged after 24 hours.